Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that for the past month the pump had been randomly powering off and on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history showed rebooting. No damage was found to the battery compartment and the battery cap was found to be within specifications. Evidence of corrosion was found on the battery cap. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump cover was removed and no damage or moisture was found to the power circuit. Unrelated to the complaint, the display screen was dim/discolored.